Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level (36 mg/dl). Carbohydrates and glucose were administered to treat the bg. No permanent damage to the customer was identified. At the time of the report, the customer had not yet been released from the ER. Reportedly, the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.